Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lumbar fusion procedure on unknown date in 2019 and barbed suture was used. The suture broke about halfway through in the line in the subcutaneous layer. Another like device was used to complete the procedure. There were no patient consequences reported.